Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint. There was no evidence that the product was misused.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that the pump intermittently activated pump functions when pressed. Adhesive was found under the button contacts.